Event description:
The patient underwent a laparoscopic sigmoidectomy due to colon cancer. The anastomosis was created with the colonring device. The patient was re-operated on pod 4 due to anastomotic leakage. Forty percent of the proximal colon was found dislodged from the intact colonring assembly. Peritoneal lavage for approximately 2 liters of liquid stool in the abdominal cavity and creation of end colostomy and closure of rectal stump were done during the re-operation.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions (B)(4)) and the importer (niti surgical solutions (B)(4)), as niti surgical solutions (B)(4) serves as the designated complaint handling unit for both facilities. The production history records of the final device were reviewed, indicating that the device was released according to its specifications. The device was received for evaluation and is being investigated. A follow up report will be submitted if additional relevant information is available. Anastomotic leakage is one of the most common complication of colorectal anastomotic procedures with no relation to the method used for the creation of the anastomosis. The current cumulative leak rate associated with the use of the colonring device is within the range reported in the literature for other methods.